Event description:
Additional information later received reported that the expected volume was 2.9ml and the actual volume was 15ml.

Manufacturer narrative:
(B)(4)

Event description:
At the pump refill in november, they aspirated more volume than expected. The patient had been having a decrease in efficacy and had to have the dose increased. The dose had increased from 100 mcg/day to 200 mcg/day. The catheter was kinked at ¿the point where it exits the anchor in the spine.¿ the catheter issue was identified in surgery on the date of this report. The surgeon opened the spine pocket to find the ¿catheter was kinked around anchor; upon unkinking flow resumed; but the kinked portion was removed and new segment tunneled to the pocket.¿ after the catheter revision, the dose was decreased. The patient was doing fine following the catheter revision. The device system was delivering gablofen.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).